Event description:
A caller reported experiencing a cartridge alarm, specifically cartridge alarm 20, during the load process of their insulin pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed multiple issues with consecutive cartridges and decided to replace the pump, as it was still under warranty. The customer was informed that they would receive a pump with updated software and was provided instructions to switch the faulty pump to storage mode and return it to tandem using a pre-paid label within 10 days. The customer was also advised to program their existing pump settings and connect their continuous glucose monitor to the new pump.